Manufacturer narrative:
H10: one of the originally reported malfunctions not longer meets the requirements of a complaint, however, the file cannot be voided as it has previously been reported. Therefore, this supplemental MDR is being sent to capture this change. H10: the lot number for the malfunction was not provided, therefore a lot history review could not be performed. The device was returned for evaluation and the investigation is unconfirmed for the catheter occlusion. A definitive root cause could not be established. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced failure to infuse. This information was received from various sources. Two patients were involved and there was no reported patient injury. One of the reported patients is a male. The remaining gender, age, and weight were not provided for the patients.

Manufacturer narrative:
H10: one of the originally reported malfunctions not longer meets the requirements of a complaint, however, the file cannot be voided as it has previously been reported. Therefore, this supplemental MDR is being sent to capture this change. H10: the lot number for the malfunction was not provided, therefore a lot history review could not be performed. The device was returned for evaluation and also image was provided. The investigation is unconfirmed for the catheter occlusion. A definitive root cause could not be established. The device is labeled for single use. H10: g4, h6 device code + description (1094 - complete blockage). H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced failure to infuse. This information was received from various sources. Two patients were involved and there was no reported patient injury. One of the reported patients is a male. The remaining gender, age, and weight were not provided for the patients.

Manufacturer narrative:
The devices for the two reported malfunctions were returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced failure to infuse. This information was received from various sources. Two patients were involved and there was no reported patient injury. One of the reported patients is a male. The remaining gender, age, and weight were not provided for the patients.